Event description:
(B)(6) from distributor tekno reported on behalf of the surgeon, mr. (B)(6) that the tip had broken off the handle during impaction and remained screwed into the trident cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.